Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device went into backup vvi mode after the patient underwent MRI and CT scan. Device download was unsuccessful. No patient symptoms reported. No intervention was performed at that time and the patient was placed in hospice care.